Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit had missing retainer, missing reservoir tube o-ring, minor scratched display window, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The insulin pump is broken at the reservoir connection. The plastic guard and o-rings are missing. The insulin pump will not be returned for analysis.